Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem codes updated. The device was returned to zoll medical corporation for evaluation. The customer's report the device experiences an unexpected watchdog reset was observed during review of the device data logs. However, the device was put through extensive testing with a known good set of pads and test battery without duplicating the report. An internal inspection found no discrepancies. The main board will be replaced as a precaution. The customer's report of lines on the display and no voice prompts was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the watchdog timer self test, the device's display showed lines, was unreadable and there were no voice prompts. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed the watchdog timer self test. Complainant indicated that there was no patient involvement in the reported malfunction.